Manufacturer narrative:
(B)(4) date sent: 2/2/2024 d4: batch # unk additional information was requested, and the following was obtained: a.please explain in detail what was the issue with the device. Did the device deliver any staples? The stapler fired staples, the last few rows did not form a b staple. If yes, were the staples formed properly? If yes, was the staple line complete? B.did the device cut? The stapler cut completely, cut line was good. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? C.was there any difficulty opening the device? There was no difficulty opening the device. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the stapler, a powered echelon psee60a misfired the last two rows of staples. Over-sewed this staple line and the patient is fine.

Manufacturer narrative:
(B)(4). Date sent: 3/1/2024. D4: batch # 675c75. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 675c75, and no non-conformances were identified.